Manufacturer narrative:
This report is being submitted after the initial 30-day reporting period deadline; it is part of a corrective action being implemented per internal document CAPA-(B)(4) for outside us like products reporting. This initial and final emdr is being submitted to FDA for outside us like products reporting. The device was returned to the manufacturer, and a surgery video was provided for review. The product investigation was conducted. The results are listed below: the lens was ejected from injector. According to the surgery video, the edge of optic inside cartridge was cracked. No abnormalities were found in production and inspection records of the product. Exact root cause is not determined. Risk analysis conducted on the product line and failure code is noted below: a review of the most recent complaint trending data indicates that no significant trends have been identified at this time, and no CAPA is required as part of the product evaluation.

Event description:
The doctor found the optic had a crack around the trailing haptic after the insertion of 255. Removing the iol from the eye, he had no scissors and incised the eye in 6mm, then replaced the iol with a spare. He wants to know whether the crack was present from the start or occurred during the setting and to investigate the cause and precaution. Patient impact: intraoperative explantation.